Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) presented for a routine follow up visit. The device is programmed to primary vector which is free of noise that was observed in secondary and alternate vectors. Low voltage shock impedance (lvsi) measurements have been stable since implant at 50 ohms to 65 ohms. Isometrics and provocative maneuvers were not performed during the office visit. It was noted that the patient's occupation involves heavy manual labor and the patient also stated that his friends will often jokingly punch him in the chest due to having an implantable device at such a young age. The patient was instructed to perform a patient initiated interrogation (pii) to be assessed. A boston scientific (bsc) technical services consultant stated there is a legitimate potential for electrode trauma. The patient was brought back for x-rays and isometrics. There was no noise in primary vector even with myopotential testing and pocket/electrode manipulation. However, the noise in secondary and alternate vectors is indicative of an electrode fracture. The bsc local area representative who performed the testing stated they tried two wands to try and rule out wand artefact and there was signal variability when the wand was over the device versus the wand located near the device. X-ray review identified areas of concern that are suspect for tension and an acute bend along the desired electrode tunnel path into the pocket. The bsc consultant informed the bsc local representative that the shock conductor is significantly more robust than the sensing wires and would continue to delivery therapy even with minimal conductors in tact. Additional information was received that review of the logfile did not show significant change. The patient will be closely monitored while a course of action is determined. The product remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) presented for a routine follow up visit. The device is programmed to primary vector which is free of noise that was observed in secondary and alternate vectors. Low voltage shock impedance (lvsi) measurements have been stable since implant at 50 ohms to 65 ohms. Isometrics and provocative maneuvers were not performed during the office visit. It was noted that the patient's occupation involves heavy manual labor and the patient also stated that his friends will often jokingly punch him in the chest due to having an implantable device at such a young age. The patient was instructed to perform a patient initiated interrogation (pii) to be assessed. A boston scientific (bsc) technical services (ts) consultant stated there is a legitimate potential for electrode trauma. The patient was brought back for x-rays and isometrics. There was no noise in primary vector even with myopotential testing and pocket/electrode manipulation. However, the noise in secondary and alternate vectors is indicative of an electrode fracture. The bsc local area representative who performed the testing stated they tried two wands to try and rule out wand artefact and there was signal variability when the wand was over the device versus the wand located near the device. X-ray review identified areas of concern that are suspect for tension and an acute bend along the desired electrode tunnel path into the pocket. The bsc ts consultant informed the bsc local representative that the shock conductor is significantly more robust than the sensing wires and would continue to delivery therapy even with minimal conductors in tact. Additional information was received that review of the logfile did not show significant change. The patient will be closely monitored while a course of action is determined. The product remains in service and no adverse patient effects were reported. Additional information was received that the replacement of this device has been delayed. A request was made for data review. A bsc ts consultant reviewed the transmitted report and confirmed the counters continue to increment moderately; however, there doesn't seem to be posing a large issue with overall operation. The data collected two months ago indicated primary vector was free of artefact. Some stored atrial fibrillation (af) events occasionally show myopotential noise, but otherwise are clean. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.